Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 15 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01309 & 001362).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup was performed (B)(6) 2012 due to unknown metal complications. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening, black stained tissue consistent with metallosis, and osteolysis. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the information from medical records for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01309 & 01362).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup was performed (B)(6) 2012 due to unknown metal complications. A review of invoice history confirmed the modular head was also removed and replaced. No further information has been provided.